Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the customer was sleeping, and that they customer did not hear the alarm. Customer's blood glucose (bg) level was 525 mg/dl. Reportedly, the customer's wife changed the cartridge and delivered a bolus while the customer was asleep. The customer woke up and delivered another bolus, bringing bg level back down to target range. Review of pump history indicated that a low insulin alert occurred prior to the alarm.